Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. The complaint was confirmed. Based on the investigation, the 3-in-1 shaver 5.0mm was observed with striations on the inner sheath tip, markings on the ceramic tip, and metal shavings on the coupler magnets. The metal shavings observed on the coupler magnets indicate any metal shavings that could have occurred were likely suctioned through the 3-in-1 shaver and to the coupler magnets where they remained for the investigation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the 5.0mm three in one relign shaver was making a grinding noise when in bone cutting mode. After they used it in the shoulder joint there was metal shavings in the patient. They changed out the disposable shaver and the noise continued. There was no patient injury. There was no medical/surgical intervention required to complete the surgery. There was no surgical delay or complication. The foreign body was not retained. The surgical technique for the product was utilized. When they switched out both the handpiece and the shaver that resolved the issue. Due diligence is complete, there is no additional information available.